Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer tested and got 16.0 mmol/l on mobile system and a reading of 6.2 mmol/l on compact system within ten minutes. Lot number of strips not available at the time of the reporting. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.